Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that prior to obtaining the discordant result, quality control (qc) was in range and calibration was good. Qc was rerun and resulted within range. The customer stated there were no further issues with the instrument or integrated multisensor technology system. A siemens headquarter support center (hsc) reviewed the event information and discovered that the customer is using a "stat spin" and spinning for five minutes which was outside of tube manufacturer's instructions for centrifugation. Hsc indicated that the customer needs to ensure tubes are full draws and tube manufacturer recommendations for proper centrifugation times and speed are followed. Hsc recommended review of proper pre-analytical sample handling procedures including mixing of the sample after phlebotomy to ensure complete dispersion of the anti-coagulant or clot activator throughout the sample, centrifugation at the proper speed and time based on the tube manufacturer's instructions, and ensure that samples remain upright after centrifugation to avoid re-suspension of platelets, buffy coat material, fibrin, and other particulates into the plasma portion of the sample. The cause of the samples being centrifuged outside of tube manufacturer's specifications is failure to follow instructions. The cause of the discordant, falsely low sodium (na) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result flagged as critical was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to a nurse who did not question it. The patient was sent to the emergency room (ER) for a low sodium diagnosis where he was given an unknown treatment. Further bloodwork was completed for the patient in the ER, and it was determined the patient's sodium levels were normal. The original tube was repeated on the same instrument, resulting higher than initially. It is unknown if the initial test result caused a necessary medical procedure to be delayed or withheld. It is unknown if the corrected result was reported to the physician(s). There are no known reports adverse health consequences due to the discordant, falsely low na result.